Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial report, protect study patient experienced "chronic residual dissection of the aorta, perfusion of the false lumen via the dissected tr. Brachiocephalius with aneurysm formation in the proximal descending aorta. Debranching by means of y-prosthesis." This event is recorded as possibly related to the amds device and possibly related to the amds implant procedure. Treatment for the event is recorded as surgical; debranching of common carotid artery and right subclavian artery with y prosthesis hemashield bifu. Event outcome is listed as resolved. Pre-existing condition, debakey type a dissection, caused or contributed to the event.

Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. The following updates were provided for this complaint and it was re-evaluated: adverse event ongoing? Old value: no; new value: yes. Event end date? Old value: (B)(6) 2024; new value: blank. Other vascular details? Old value: chronic residual dissection of the aorta, debranching; new value: chronic residual dissection of the aorta. Describe event? Old value: chronic residual dissection of the aorta, perfusion of the false lumen via the dissected tr. Brachiocephalius with aneurysm formation in the proximal descending aorta. Debranching by means of y-prosthesis; new value: chronic residual dissection of the aorta, perfusion of the false lumen via the dissected tr. Brachiocephalius with aneurysm formation in the proximal descending aorta. Patient is a 59-year-old male who had an amds 4030-de (lot #: unknown) implanted on (B)(6) 2019. The event is reported a vascular event detailed as ¿chronic residual dissection of the aorta,¿ with an onset date of 30oct2019 and an end date of (B)(6) 2024. The ae report described the event as ¿chronic residual dissection of the aorta, perfusion of the false lumen via the dissected tr. Brachiocephalius with aneurysm formation in the proximal descending aorta.¿ the event was deemed ¿possibly¿ related to the amds device and ¿possibly¿ related to the implant procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that caused or contributed to the event. The event led to serious adverse event due to ¿life-threatening illness or injury; in-patient hospitalization and surgical intervention to prevent permanent impairment of a body structure or function.¿ the patient was admitted in the hospital on (B)(6) 2023 and discharged on (B)(6) 2023. Surgical treatment: debranching of common carotid artery and right subclavian artery with y prothesis hemashield bifu was provided, and the event outcome was documented as ongoing. It is important to note that amds device was not removed, and the patient remained in the study. Additional information taken from the study edc revealed that the patient had a medical history of tia (most recent date of (B)(6): (B)(6) 2019). CT images were provided by the protect study team. The images were reviewed by an artivion representative who indicated the following significant finding: dissection of the aorta, formation of an aneurysm in the proximal descending aorta. In which, the reviewer agreed with the complaint description. The previously reported sae has been updated to reflect a change in event outcome from an end date of (B)(6) 2024 to ongoing. The event description and additional details were also updated. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿dissection, perforation, or rupture of the aortic vessel & surrounding vasculature¿ are listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. The amds risk file was reviewed and found to be adequate. An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Adequate precautions are provided in the instructions for use. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. A sample evaluation was not performed as the device remains implanted. Patient (B)(6) is a 59-year-old male who had an amds4030-de (lot #: unknown) implanted on (B)(6) 2019. The event is reported as a vascular event detailed as ¿chronic residual dissection of the aorta, debranching¿ with an onset date of 30oct2019 and an end date of (B)(6) 2024. The ae report described the event as ¿chronic residual dissection of the aorta, perfusion of the false lumen via the dissected tr. Brachiocephalius with aneurysm formation in the proximal descending aorta. Debranching by means of y-prothesis.¿ the event was deemed ¿possibly¿ related to the amds device and ¿possibly¿ related to the implant procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that caused or contributed to the event. The event led to serious adverse event due to ¿life-threatening illness or injury; in-patient hospitalization and surgical intervention to prevent permanent impairment of a body structure or function.¿ the patient was admitted in the hospital on (B)(6) 2023 and discharged on (B)(6) 2023. Surgical treatment (debranching of common carotid artery and right subclavian artery with y prothesis hemashield bifu) was provided, and the event outcome was documented as resolved. It is important to note that amds device was not removed, and the patient remained in the study. Additional information taken from the study edc revealed that the patient had a medical history of (B)(6) (most recent date of (B)(6): (B)(6) 2019). CT images were provided and reviewed. The following significant finding was noted: dissection of the aorta, formation of an aneurysm in the proximal descending aorta; resolved. In which, the reviewer agreed with the complaint description. It is unknown whether the amds or index procedure contributed to the reported event. Of note ¿dissection, perforation, or rupture of the aortic vessel & surrounding vasculature¿ are listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. The amds risk file was reviewed and found to be adequate. An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Adequate precautions are provided in the instructions for use. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.